Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging power (moisture ingress) issue. The reporter noted that there was moisture under the screen after swimming today. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1, date of submission 11/21/2013. Device evaluation: the pump has been returned and evaluated by product analysis on 11/05/2013 as follows: the black box recorded multiple power events. The battery compartment was cracked in two places and there was evidence of corrosion in the battery compartment. The battery compartment and cap threads were intact. The battery cap measurements were within specifications. A leak test failed due to the battery compartment crack. There was no loss of power observed with rewind, load, and prime steps, and when the pump was exercised for 24 hours on a 1 unit per hour basal program. The pump was removed from the case; corrosion was observed on the force sensor plate, battery power connection, and case bottom. There was no evidence of corrosion under the display. The display was observed to be faded; faded display was replaced with a new test display and functioned normally. The contrast and down buttons were intermittently unresponsive to testing. All other buttons were functional. The keypad was intact; keypad was removed and contamination was observed under the contrast and down button contacts.